Event description:
Customer reported that when attaching this product to the needless adapter tightly and the vacutainer tube inserted, there is no suction. They tried to use it multiple times during blood work. She said that it occured with roughly 10 patients, no specific provided. This was the first time using the adapter. No harm to any patient however, there was a delay in treatment. Possible loff of iu site.

Manufacturer narrative:
The complaint device was not to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The manufacturing partner checked the batch record of impacted sol-m tube holder with luer lock adapter, ref 110201050003, lot 05109110 with no anomalies found on batch documentation. No samples were received by the customer for evaluation. Archive sample evaluation: visual check: 60pcs of archive samples were visually checked with no anomalies found. Simulation use test: 10pcs of archive samples have been selected to simulate blood collection with 10 times puncturing under 1m static pressure. No anomalies were found in all samples checked. Risk statement: the overall risk assessment, given the severity assessment of s2-minor injury and a probability assessment of p2-low, the final risk priority number of 4. Risk level is in green area/low risk according to our risk management procedure.